Event description:
It was reported that the patients right ventricular (rv) lead was unable to capture at max output, exhibited high thresholds and the impedance levels were showing as infinite in both unipolar and bipolar configurations. A lead fracture is suspected. The was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).